Event description:
It was reported that during a meniscus root repair surgery the needle broke while piercing the meniscus. The customer reported that a orthocord suture was used which is not suitable for the scorpion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically, striking the bone or using excessive force to pass the needle through fibrous/calcific tissue. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.